Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm (et307537, lot unknown) does no pass throw a rebar-18 microcatheter (mc) and one cell seems to be damaged. There was no incidence for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Lot: the lot number was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, embotrap iii 5 mm x 37 mm (et307537, lot unknown) does no pass throw a rebar-18 microcatheter (mc) and one cell seems to be damaged. There was no incidence for the patient. No additional information is available. The device was not returned; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position.as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.